Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient stated that she experienced a hypoglycemic event on (B)(6) 2017 and called the paramedics herself. The paramedics gave the patient raisins and cranberries along with apple juice. They monitored the patient until she was stable. The patient was not taken to the hospital. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.